Manufacturer narrative:
The device in this event will not be returned for evaluation as it was consumed.

Event description:
It was reported the patient was treated with approximately 1.4 ml of onyx for brain embolization. Post procedure, the patient developed a rash on her trunk and shortness of breath. The patient has been discharged.